Event description:
Upon receipt of the device, the user reported that after about thirty minutes of operation, the ultrasonic air sensor (uas) alarmed (detected air) even though no air was present. This is considered an "out of box" failure. This was observed during a laboratory study to compare bubble size detection in air versus blood. There was no pt involvement.